Event description:
It was reported that the skin over the patient's enterra ipg eroded and the device was explanted. The hcp confirmed that there was erosion, would dehiscence, and infection at the ipg site and the device was explanted. A new device was implanted three weeks later without complication.

Manufacturer narrative:
Final device analysis revealed no anomalies.